Manufacturer narrative:
The complaint device has been received and is currently being investigated. When the evaluation results are available, a follow up medwatch report will be filed. Under investigation.

Event description:
The surgeon used the electrode during approximately 5 minutes, then a few sparks appeared with the message "output shorted" and the electrode did not work anymore. A same like product was used to manage the problem during the procedure.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the electrode showed no anomalies on the device. The device was plugged into a vapr vue generator and was recognized by the generator. The device did not function. This complaint cannot be confirmed. The device has been returned to the supplier for further investigation. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The surgeon used the electrode during approximately 5 minutes ,then a few sparks appeared with the message "output shorted" and the electrode did not work anymore. A same like product was used to manage the problem during the procedure.